Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Daughter reported that on (B)(6) 2019, patient went to emergency room with pus from the stoma and exudate was taken for culture. The nurse recommend hygienic measures and care of the stoma. Additional information received indicates the culture was positive. On (B)(6) 2019 patient was treated with oral antibiotic amoxicillin 3 times a day and topical agent diprogenta.